Event description:
The customer reports the device is locking up in ops check at charge button test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device is locking up in ops check at charge button test. There was no reported pt involvement. Philips evaluated the device and reproduced the customer's issue. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer.